Event description:
It was reported that the customer was hospitalized due to hypoglycemia. It was reported that the customer is not complaint in treating his diabetes and programs the insulin pump's settings on his own. The customer's dr assumed that the customer changed the settings prior to the event, resulting in him over delivering insulin. Prior to the event, the customer took a two hour walk even though his dr advised him to only take half hour walks. Two hours after the walk, the event occurred. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.